Event description:
It was reported that pump displayed malfunction alarm code 8 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and Technical Support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place problematic pump in storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement device, and return malfunctioning pump using a prepaid label within 10 days.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.